Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and almost died due to low blood glucose on (B)(6) 2017 with blood glucose in the 30 to 40 mg/dl range at the time of the incident. The customer was at 246 mg/dl at the time of the call. The customer was given glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's meter was reading 40 points higher than the paramedic's meter. The customer had about 5 low incidents that were severe. The insulin pump will not be returned for analysis.